Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site by the hospital biomedical engineer. The customer is self-servicing and no service has been requested. According to the received information the reported pressure spikes were reproduced by the biomedical engineer. The biomedical engineer performed the pm whereafter the ventilator was successfully tested and released back for clinical use. No further issues have been reported. The parts from the pm kit were discarded by the customer. Evaluation of the received device log shows that the pre-use check performed before, on and after the event date passed without deviations. There is no entry in the technical log to indicate at technical malfunction of the ventilator. The ventilator has been used after the given date of event and therefore the registrations from event date have been overwritten by new log posts. Since no part was returned for investigation, the root cause of the reported event has not been determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that there was a spike in the pressure waveform at the end of inspiration during patient treatment. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).